Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump and was advised to continue using it while contacting support again if the issue recurred. The customer acknowledged and understood the instructions.